Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the threading in the reservoir compartment was broken off. The customer¿s blood glucose level was 170mg/dl time of the incident. Customer stated that the reservoir was unable to lock in place. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.